Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. The caller stated the patient had a sudden return of tremors and if the ins is on, the patient never gets tremors. During the call the implantable neurostimulator recharger (insr) showed stimulation was off. The stimulation was turned on during the call and the tremors went away. The caller stated she had no idea how the stimulation turned off. The patient did not have access to the patient programmer (pp) , only the insr. The caller stated she did not think the ins got too low because the patient was really good at keeping it charged. The caller was redirected to follow up with the hcp to check the implant. No further complications were reported or anticipated.